Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) alarms when you add power to the unit. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated the unit and in order to fix the issue fse replaced solenoid board and power mgmt board. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: power management board solenoid control board. These parts were received with a reported unit failure message of unit would not boot up. Performed visual inspection of these parts received and found solenoid control board was burnt and power management board looks to be in good condition. Please see attached picture of burnt solenoid control board. Due to brunt solenoid control board the fat dept. Cannot be investigated further with cardiosave test fixture. Solenoid control board failed testing. Retaining solenoid control board in the fat dept. Per procedure. Installed the power management board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The fat dept. Cardiosave test fixture did not boot up and the fat dept. Heard loud beep sound. The failure analysis and testing verified the failure message of unit does not boot up. Power management failed testing. Sending power management board to the supplier for failure analysis per procedure. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the fat dept. Received power management board from the supplier. Supplier investigation: performed visual check and no abnormality found. Board was re-tested at fct and failed step 4.2.4 +12v fan voltage regulation. Found q31, q33, q35 defective.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarms when you add power to the unit. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.